Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that on (B)(6) 2024 the patient experienced issue with four infusion sets were fell off during use. The infusion sets were used for few hours. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 4.